Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed low out-of-range (oor) shock lead impedance measurements of zero ohms. Boston scientific technical services (ts) reviewed the measurements and discussed the possible reasons this observation occurred. The physician will follow-up with the patient. Additional information was obtained indicating that the source of this observation was not determined. The patient was checked and the shock impedance measurements were stable at 59 ohms. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.